Manufacturer narrative:
Correction: this report is being submitted to correct the (device) problem code grid previously reported.

Event description:
The manufacturer received information alleging that the dreamstation 2 device had a "strong plastic smell" and the device made "a loud noise". The patient took the device to their durable medical equipment (dme) provider for inspection, and the dme said the device "was burning up" and "looked like the plastic on the inside was starting to melt". The patient also reported that the device had "black around the place where the filters go". There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.